Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a sensor alarm and physical damaged on the insulin pump. The customer's blood glucose was 150 mg/dl. The customer stated that the alarm occur after inserting a new battery. The customer was advised that the insulin pump experienced an unexpected restart. The customer reported that their scrapes and scratch on the insulin pump screen. The customer stated that he can see the icons but cannot see the menu due to scrapes. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump will be replaced. No further information was reported.